Event description:
The customer reported that the system was getting error codes during boot up. The error codes were not allowing the system to fully boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge rep replaced the sram then verified with several boot up that the system will boot with no errors. The system operated as intended.